Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the axillary artery. After a non-bsc guide catheter was engaged, a .035 non-bsc guide wire crossed the lesion. Predilation was performed with a mustang balloon catheter. A 12mmx40mm epic¿ vascular stent was deployed to the lesion and was post dilated with a mustang balloon catheter. Eighteen days later, the stent ended up migrating to the heart as it was checked via angiogram. The migrated stent was then removed from the patient by snaring it out though the jugular vein. The procedure was completed and a final angiogram was taken. No patient complications were reported and the patient's status was fine.